Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A customer sent in a companion sample for an evaluation. The sample arrived in an opened over pouch un-primed with the blue male luer end cap in place. Visual inspection showed that there was no sign of damage or tool marks to the end cap. Each end cap was then hand removed with a slight twist and pull motion. Because the end cap was removed with no abnormalities noted, the reported condition was not confirmed, and the cause of the reported condition was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
A customer reported to baxter product surveillance that the blue end cap at the distal end (farthest from the spike) of a clear link secondary set was very tight and it required hemostats to remove it. This occurred before usage. There was no patient involved or medical intervention necessary. No additional information is available.